Event description:
The lay user/ pt contacted lfs alleging that the ultra2 meter does not power on. The pt claimed that in 2009 at 8:00 am the alleged issue began. At an unspecified time later after the issue began the pt felt dizzy and experienced blurred vision. The pt treats herself by diet and exercise. The pt did not seek any medical attention or treat themselves based on the symptoms. The pt pressed the power button and the meter powered on. The pt was using the correct vial of test strips. The pt inserted the test strips all the way into the test strip port and the meter powered on. The meter is not a new product (out of box). Issue was resolved over the phone. The pt's meter was replaced. The complaint is being reported since the pt stated she had symptoms that can be suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.